Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2026 to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted deployed on the mitral valve, reducing mr to trace. On (B)(6) 2026, on the same day in the afternoon, a transthoracic echocardiogram (tte) was performed and revealed a perforated posterior mitral leaflet (pml), near the posterior clip arm, causing mr to increase to a grade of 3. The clip was noted to be attached to both leaflets. The patient was reported to be stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.